Event description:
Due to the noise level produced by the suction irrigator, nurses are unable to hear other equipment alarms. In two separate instances a pt has had his ventilator disconnect and the ventilator alarms sounded but where not heard due to the noise created by the suction irrigator. This unit has indirectly contributed to two deaths.